Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: the reported device was a navigation computer, tgs v2 w/ software, catalog# 202498, lot# 274498-1 which was not sending a video signal to either of the monitors. Device evaluation and results: the issue was investigated and documented in gsp (B)(4). The issue could not be duplicated. The 2u computer was replaced as a precaution. Preventative maintenance was also performed and the system declared ready for clinical use. Device history review: a review of the device history records shows that navigation computer, tgs v2 w/ software, catalog# 202498, lot# 274498 was reworked on july 13, 2016; all inspections passed and the assembly was declared ready for clinical use. Complaint history review: a review of complaints in trackwise related to p/n 202498, serial number 274498-1 shows 1 additional complaint related to the failure in this investigation. The complaint is trackwise pr# 895333. Conclusions: the failure mode of no signal to any of the monitors could not be duplicated by the fse. The issue occurred before a case and resulted in a 30 minute delay and ultimately cancellation. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Lot# 274498-1. No video on either monitor. ***update***(B)(4). When was issue noticed? Prior. Was there patient involvement? Any patient harm? State any adverse consequences. No pt harm. Any surgical delay? >30 min) case canceled. Was procedure completed successfully? No. Postponed till (B)(6) 2017. Was procedure completed manually? No. The patient was under anesthesia when the case was cancelled.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Lot# 274498-1 no video on either monitor. Application (pka/tha/tka) pka. When was issue noticed? Prior was there patient involvement? Any patient harm? State any adverse consequences. No pt harm. Any surgical delay? >30 min) case canceled. Was procedure completed successfully? No. Postponed till (B)(6) 2017. Was procedure completed manually? No. The patient was under anesthesia when the case was cancelled.